Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # : (B)(4). Investigation summary : no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : null. Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The literature article entitled, "briard¿s sagittal sliding osteotomy of the lateral condyle in total knee arthroplasty of the severe valgus knee" written by d. Bremer, b.c. Orth, j.g. Fitzek, and a. Knutsen published by operative orthopedics traumatol 2012 24: 95-108 doi 10.1007/s00064-011-0064-4 published online saturday, 31 march 2012 was reviewed. The article's purpose is to report on results of utilizing a sliding osteotomy of the lateral condyle procedure in tka's for severe knee valgus. The article provides extensive information regarding procedures and reports all tka implants were depuy. Depuy instruments and a computer aided system was also utilized. No adverse events associated with instruments. Cement manufacturer is unknown and patella resurfacing was not performed. The article does not provide adequate information to determine accurate quantities. Depuy products utilized: lcs tka system (femoral, insert, tibial). Adverse events: spin out of insert after collapse and dislocation of the lateral condyle in one patient (treated by revision), joint instability (treated by revision), hematoma (intervention unspecified), infections (treated by revisions), peroneal nerve injury (self healing), tibial tray loosening (treated by revision), mobilization under general anesthesia, post op supracondylar fracture (treated by revision and medical explantation of all components), dislocation (treated by revision and radiographic images within article provided).